Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, confirmed all the connections. The fse suspected the issue was caused by the video generator board and the upper display monitor. Running tests were performed continuously for one month, but the issue could not be replicated. No parts were replaced and the iabp unit remains at the getinge japan facility as a fixed asset and would be available for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units upper display turns red.